Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system on-site and found that the wireless footswitch was not working. Upon troubleshooting, the fse observed that the battery light, which indicates that the battery is charging or powered on, was not functioning. It was observed that the battery was able to charge and function, but the indicator was not working. To resolve the issue, the fse replaced the wireless footswitch. The defective wireless footswitch was returned to philips for failure analysis, and the results confirm that the battery indicator/light does not blink during charging and the battery light did not turn on; it was an electrical defect. During the analysis, other failures were also found like brackets were loose, and the anti-slip components were missing. After that, the system was returned to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence; as such, the complaint was reported. Since that time, it has been identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product should make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed not to use the product for any application until the user is sure that the user's routine checks have been satisfactorily completed. Therefore, as the device was out of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wireless footswitch was not working. No harm to the patient or user was reported to philips. Philips has started an investigation of this complaint.